Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports that during priming, pistons moved to a certain point and stopped during the process. Customer's blood glucose was 250 mg/dl. During troubleshooting, insulin was able to exit without any no delivery alarms. Customer was advised that insulin pump was working as designed. Customer requested insulin pump replaced as still having problems with pistons not completing process. No further information provided.